Event description:
Reportedly, the pump was programmed to deliver 40ml in 24 hours. The delivery has taken 25-26 hours.

Manufacturer narrative:
B. Braun attempted to obtain incident and patient details, as well as pump identification (serial number), but they have not yet been provided by the user facility. Pump return has also been requested. Additional information will be provided when available.